Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5114262) on 19-jan-2023. The most recent information was received on 19-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") and bacterial vaginosis ("bacterial vaginosis") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of skin graft. On an unknown date, the patient had essure inserted. On (B)(6) 2022 she experienced pelvic pain (seriousness criteria hospitalisation and life-threatening) and bacterial vaginosis (seriousness criteria hospitalisation and life-threatening). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain or bacterial vaginosis. The reporter commented: although it is unclear whether the reporter statement "I received as skin graft that causes me pain and suffering as well as essure that seems to be causing me bacterial vaginosis and has caused me pain and suffering" specifically refers to essure, events in this case were categorized with the seriousness criteria provided by the reporter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, listedness for reported events was updated to "unlisted" due to life-threatening criterium assigned by the reporter. Imdrf code for annex f updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5114262) on 19-jan-2023. The most recent information was received on 06-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") and bacterial vaginosis ("bacterial vaginosis") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of skin graft. On an unknown date, the patient had essure inserted. On (B)(6) 2022 she experienced pelvic pain (seriousness criteria hospitalisation and life-threatening) and bacterial vaginosis (seriousness criteria hospitalisation and life-threatening). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain or bacterial vaginosis. The reporter commented: although it is unclear whether the reporter statement "I received as skin graft that causes me pain and suffering as well as essure that seems to be causing me bacterial vaginosis and has caused me pain and suffering" specifically refers to essure, events in this case were categorized with the seriousness criteria provided by the reporter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5114262) on 19-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") and bacterial vaginosis ("bacterial vaginosis") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of skin graft. On an unknown date, the patient had essure inserted. On (B)(6) 2022 she experienced pelvic pain (seriousness criteria hospitalisation and life-threatening) and bacterial vaginosis (seriousness criteria hospitalisation and life-threatening). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain or bacterial vaginosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.